Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter details updated.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 32 mm promus elite mr drug-eluting stent (des) was deployed in the left circumflex artery, and a 2.75 x 38 mm promus elite mr des was deployed in the left anterior descending artery. Post-dilatation was performed; however, a proximal edge dissection occurred in the proximal lad. The dissection was flow-limiting, and a 4.00 x 24 mm promus elite mr des was then deployed proximally to cover the edge dissection. The procedure was completed, and the patient fully recovered and was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified. Pre-dilatation was performed with a 2.50 x 12 mm semi-compliant balloon. The 2.75 x 38 mm promus elite was fully deployed at 11 atmospheres and post-dilated with a 3.00 x 10 mm non-compliant balloon.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 32 mm promus elite mr drug-eluting stent (des) was deployed in the left circumflex artery, and a 2.75 x 38 mm promus elite mr des was deployed in the left anterior descending artery. Post-dilatation was performed; however, a proximal edge dissection occurred in the proximal lad. The dissection was flow-limiting, and a 4.00 x 24 mm promus elite mr des was then deployed proximally to cover the edge dissection. The procedure was completed, and the patient fully recovered and was stable.